Event description:
The customer contacted abbott regarding failed calibrations for the axsym rubella igg assay, where error code 1111 (calibration check failure, m-cal 1, response too large) was generated with new reagents. The customer's instrument maintenance was reviewed, and the customer stated the bulk mup solution was decontaminated the day prior to the issue. The customer was advised to clean and calibrate the meia optical lens, check the bulk solutions #1 and #3 pumps and recalibrate the assay. The customer reported after the maintenance was performed, the calibration still failed. In troubleshooting the issue, the customer centrifuged calibrator 1, and the recalibration was unsuccessful. There was no impact to patient management reported by the customer.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.